Manufacturer narrative:
A ge service representative performed an on site investigation. The engineer could not duplicate the reported issue. However, the ps2 was replaced and voltage adjustments were made. Also the hard drive was formatted and software reloaded. The system was then found to be working as intended.

Event description:
The customer reported the system displayed poor image quality. No report of patient injury.